Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including daily/weekly/monthly testing and stress testing using known good pads and batteries without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed impedance testing. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.